Manufacturer narrative:
A ge oec service representative investigated the system failure and as a result or a bad hard drive and corrupted software. The service representative removed and replaced the hard drive, reloaded the latest version software. The system was tested and found to be functioning as intended, and released to the customer for use. The data mix issue was noted by the user at the conclusion of the procedure. There was no negative effect to patient care or diagnosis. Patient information for this issue was not disclosed.

Event description:
The ge oec 9800 fluoroscopy system had images that were not saving correctly. The system mixed images between patients and also reportedly lost some patient images. As a precaution, the facility placed the 9600 out of service, pending service.